Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gynecology. According to the reporter: the device in question was deployed into the patient via a 12mm versastep trocar. Upon removal, it was noticed that the distal tip of the insertion sheath had "burst". Surgeon was concerned about any remaining particles from device, but upon inspection could not find any remaining in the patient. Other products used with device: 12mm versastep trocar. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.